Event description:
A customer reported that a pump declared an altitude alarm after loading a new cartridge and could not resume insulin delivery. There was no impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to clean the pump¿s speaker holes, reconnect the cartridge, and wait, but the issue persisted. The customer was guided through loading another new cartridge, but the alarm recurred. Additional instructions were given to allow the pump to air out with the screen facing down. The customer will follow up and has a backup insulin delivery method if the issue remains unresolved.